Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an insulin syringe. The customer stated that the safety device came apart during the activation process. It was reported that the collar slid right off the end of the syringe when it was advanced for activation which resulted in a contaminated needle stick. The customer reported the clinician was treated for a needle stick injury per hospital protocol.